Event description:
Arjohuntleigh received a customer complaint where it was initially reported that during the resident's transfer using marisa passive lift device and disposable "filte" sling with clips, a popping noise was heard and the right front clip came loose from the spreader bar of the lift. The resident slid out of the sling receiving multiple fractures and died as a result of the injuries on (B)(6) 2014. Based on the information received later from the resident's nurse the resident's transfer occurred from the bed to the wheelchair and in mid lift (with just the floor under the patient) the right shoulder clip detached and the patient fell to the floor. The patient was transferred to the hospital where x-rays showed that all of the patient's ribs (right and left) were fractured as well as l1 and t9 of the spinal cord. Reference MFR# 9611539-2014-00089.